Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported mitral stenosis and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, a cause of reported mitral stenosis could not be determined. The cause of death was due to respiratory failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. It was reported that the mitral valve regurgitation of grade 4 was noted; however, the implanted clip was well attached to the leaflets and functioning as expected. The study physician deemed the recurrent mr, hypoxemia and heart failure as unrelated to the implanted mitraclip or mitraclip procedure; thus, there was no hospitalization or surgical intervention related to the device. Echocardiogram performed on (B)(6) 2021 indicated that the mean pressure gradient was 7 mmhg. Echocardiogram performed on (B)(6) 2021 indicated that the mean pressure gradient was 6 mmhg. The patient died on (B)(6) 2021 from respiratory issues, non-cardiovascular causes, unrelated to the explanted clips. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for recurrent mitral regurgitation, requiring surgical intervention. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 2+. One clip implanted and the mr was reduced to grade 1+. One day post procedure, the mr grade increased to 2+. No treatment was provided, and on (B)(6) 2021, the mr grade returned to post procedure grade 1+. On (B)(6) 2021, transesophageal echocardiogram was performed and the mr grade was 2+. Mitral valve stenosis was noted; however, the implanted clip was well attached. On (B)(6) 2021, the patient was re-hospitalized with mr exacerbation. On (B)(6) 2021, worsening heart failure was noted. Echocardiogram performed on (B)(6) 2021 indicated the mr was at grade 4. Medication was administered and the patient underwent a mitral valve replacement surgery on (B)(6) 2021, with additional intervention performed to treat the tricuspid valve. Post surgical intervention, the patient did not recover respiratory function and was placed on a ventilator, then switched to a combination high-flow nasal cannula and non-invasive vest from (B)(6) 2021 . Hypoxemia was diagnosed, and on (B)(6) 2021, the patient died. No additional information was provided.